Event description:
It was reported that during a prostate procedure, the metal casing of the fiber tip detached at 202,789 joules and was retrieved from the pt's bladder. A second fiber was used to complete the procedure. "No harm to the pt" reported.